Event description:
It was reported that, after a tha had been performed on (B)(6) 2021, the patient experienced a dislocation while standing and pivoted. A revision surgery was conducted on (B)(6) 2021 to exchange the oxinium femoral head 12/14 22 mm +0 ((B)(4)) and the r3 const 54mm ((B)(4)). Patient outcome is unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The device has some scratches which are likely from extraction. The clinical/medical evaluation concluded that after three requests no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can a root cause of the reported dislocation be determined. Based on the information provided, a revision was performed, and the surgeon exchanged the patient¿s oxinium femoral head 12/14 22 mm +0 (B)(4) and the r3 const 54mm (B)(4). Since it was reported, the patient¿s current health status is healthy, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.